Event description:
The customer tested his blood glucose using his 2 contour meters. One meter read 271 mg/dl, while the other read 85 and 112 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation.